Event description:
It was reported that insulin was leaking past the o-rings from the reservoirs. No further info was provided.

Manufacturer narrative:
Inspected 8 opened used reservoirs and performed pre-fill reservoirs test. The reservoirs passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoirs were connected and locked in place properly.